Event description:
It was reported that the flow stopped during use of a large volume infusor. This was observed during patient infusion. There was no report of patient injury or medical associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from april 20, 2021 ¿ april 27, 2021. H10: the device was received for evaluation containing 17ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported flow condition. Evidence of continuous flow of fluid was observed coming out at the distal luer. However, a piece of the flow restrictor body was observed to have been broken off. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported no flow condition was not verified; however, a damaged flow restrictor was identified. The cause of the damage could not be determined; however, the probable cause is related to product handling during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.